Event description:
It was reported that an ilet pump¿s touchscreen was unresponsive and would not unlock despite cleaning, removal of a screen protector, use of a stylus, charging, and a remote restart, consistent with an unresponsive key/button issue localized to the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no outcomes. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen, consistent with an unresponsive input control on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.